Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/22/2015 device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings: a review of the black box data showed a no cartridge detected alarm on 07/18/2014. During testing, the pump successfully completed the ez prime steps with no load step malfunction occurring. The pump was exercised for 24 hours with no prime issues. The force sensor calibration was found to be within specifications. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).